Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hypoglycemia. Customers blood glucose value was 45 mg/dl at the time of incidence and current blood glucose value was 202 mg/dl. Customer stated drive support cap appeared to be normal. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. Customer reports was not worn during a medical procedure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.